Manufacturer narrative:
The reported device was not returned to manufacturer as access was denied. Without return of the explanted device the reported calcification and host tissue cannot be confirmed. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a model 27mm mitral bioprosthetic valve was explanted after an implant duration of 6 (six) years and 1 (one) month due to calcification with rigid and immobile leaflets. The valve was replaced with another valve of the same model and size and is not available for evaluation. As reported, the valve was extensively endothelialized to the annulus as well as calcified at the leaflets. The patient had rv dysfunction, lv dysfunction and severe pulmonary hypertension preop that resolved upon replacing the device. She had 3rd degree heart block postop, received permanent pacemaker and went home on pod # 8. Reportedly, she had full resolution of her symptoms of chf at 5 months postop. Access to device was denied.